Event description:
On (B)(6) 2013, the patient¿s father contacted animas and alleged the following: his daughter¿s bg dropped low early this am, down to 62 mg/dl, and she was very tired and combative. Dad states she was treated with 2 pouches of (B)(6), a bag of (B)(6), then a partial dose of glucagon. Dad states due to overtreatment, her blood glucose (bg) came up to 289 mg/dl at 6:48 am with no symptoms. He corrected using ezbg, then down to target by 11:55 am. Dad states he was reviewing the bolus history from last night and noticed a bolus of 5.85 units was delivered, states no one delivered the bolus. Dad states he is certain his daughter did not deliver the bolus but he cannot say for certain that is what happened. Customer support (cs) reviewed the bolus history. Advised dad on use of the lock feature of the pump, walked through locking and unlocking successfully. Cs also advised dad to remove the pump and put daughter on alternate form of insulin delivery until replacement pump arrives. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemic incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/13/2013 with the following results: no defect was found. Pump powers on with audible and vibratory sounds. An ezprime sequence was successfully performed. Pump was exercised for 24hr duration period; no unprogrammed boluses were delivered or recorded in the pump history during the 24-hr duration test. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The tdd history add ups correctly. Alarm history contains only typical usage alarms. Pump successfully passed a 29hr flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.